Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (battery won't power monitor) was confirmed. As received, the battery was unable to power on a monitor and charge. Upon evaluation, the battery's c19 component was shorted, causing the cells to deplete. The cause of the inability to power a monitor and charger was the shorted component. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the defective battery pack.